Manufacturer narrative:
Additional information: the product has been returned. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.